Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 470 mg/dl. Customer stated he other blood glucose value was 300 mg/dl to 500 mg/dl, 586 mg/dl, 503 mg/dl. Customer experienced symptoms such as vomiting. Customer was not using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The customer was treated with intravenous drip. Customer was performed high pressure test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.